Event description:
It was reported via repair work order that the headend lift was stuck elevated due to capacitor malfunction, sensor coil, and power coil. It was also reported that the power cord was missing a ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.